Event description:
According to the rptr, 2 days ago a friend noted the front tire appeared flat. The rptr has noted over the past 2 days that the tire becomes "soft" as the day continues. Air has been pumped into the front tire twice in the past 2 days. The same problem persists. The rptr also notes the scooter occasionally "hesitates." The rptr attributes this problem to dirt build up. The device was rec'd as a gift in 12-1997.